Event description:
Issue with medtronic revo pacer lead. After implant of pacing leads, there was loss of capture noted on the right ventricular lead (rv). Two days after implant, patient went in for a revision. The rv lead was dislodged was repositioned at the rv apex.